Manufacturer narrative:
It was reported that a second revision surgery was performed due to pain and swelling. No infection. The associated genesis ii cmt tibia base, legion cr high flexion insert and legion cr femoral component, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. It was communicated that the surgeon did not blame the devices. Pain, a potential complication associated with any surgeries, can occur and possible causes could include but not limited to joint tightness or patient reaction. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
It was reported that a second revision surgery was performed due to pain and swelling. No infection. The associated genesis ii cmt tibia base, legion cr high flexion insert and legion cr femoral component, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. It was communicated that the surgeon did not blame the devices. Pain, a potential complication associated with any surgeries, can occur and possible causes could include but not limited to joint tightness or patient reaction. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
It was reported that a second revision surgery was performed due to pain and swelling. No infection. The associated genesis ii cmt tibia base, legion cr high flexion insert and legion cr femoral component were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. It was communicated that the surgeon did not blame the devices. The patient impact beyond the reported pain/swelling and subsequent revision could not be determined. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a second revision surgery was performed due to pain and swelling. No infection. All implants were removed except the patella. Surgeon does not blame the implant.